Manufacturer narrative:
Engineering analysis: unit was not returned for evaluation. From the description; it appears the drain may have been damaged during shipment and not noticed until after setup. Drains are 100% leak tested with an automated system and then inspected by each operator as it progress down the production line. The device history record review was performed and the drains were found to have met specifications. The instructions for use (IFU) states in the precaution section "do not use if package is damaged". Engineering summary/conclusion: without having the actual drain the damage cannot be confirmed, but from the reported incident description it appears that the root cause is shipping damage incurred during transport and/or handling.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed. Related MDR's: 1219977-2016-00072, 1219977-2016-00073.

Event description:
When the drain was attached to the patient it was observed to have drops of fluid leaking through the bottom right corner of the drain.